Manufacturer narrative:
The insulin pump was received with blank display due to corrosion found on the electronics. Unable to verify failed battery test alarm, battery out limit alarm, off no power alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump keeps turning off. The customer changed the battery 4 times but the issue continues. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value is unknown. The customer inserted a new battery and the display returned and alarmed failed battery test. The customer declined the battery cap replacement and requested the insulin pump to be replaced. The insulin pump would be replaced and returned for analysis.